Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had this similar situation happen recently on a different arctic sun device. They replaced the pads and were able to continue therapy last time. Therapy was going well until the patient went to CT. Now they are getting a fluid delivery line (fdl) open message, and the flow rate was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage. S/n dykqal021 asked nurse to stop therapy, empty and disconnect the pads. In manual mode flow 1.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 47 percentage, pump hours were 529 and system hours were 685. Connected the right thigh pad using proper technique. 1.7lpm, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set and got similar values. Removed the right thigh pad and connected right chest pad.1.9lpm, inlet pressure (ip) was -2.0psi, circulation pump command (cpc) was 100 percentage. Lot number ngkr2375. Removed chest pad and connected universal pad (ngks0035). 2.2lpm, inlet pressure (ip) was -3.0psi, 100 percentage. Nurse would change out the pads. Called back 30 minutes later. They were trying to locate the correct sized pads and would call back if needed. Colleague called earlier about low flow and were advised to swap out pads. Changed out to new set and has good water flow rate (wfr) was 3.1 l/m. Noted on the right chest pad has gel coming off of the actual pad. Nurse did not want to swap out entire set of pads again. Asking for other options. Discussed replacing right chest pad with universal pad or two depending on the size of the patient and need for coverage. Advised nurse to keep pad and package and would have rep follow up to assist with sending in for investigation as they should not have this issue with a brand-new set of pads. Lot# ngkr1122.